Manufacturer narrative:
H3: product analysis as found condition: the phenom-17 micro catheter and axium prime pusher were returned for analysis within a shipping box; within a resealable plastic pouch and within an opened phenom-17 inner pouch. Visual inspection/damage location details: no damages were found with the phenom-17 micro catheter hub. The phenom-17 micro catheter was found accordioned between ~7.0cm and ~6.5cm from the proximal end. The distal tip and marker band was found intact and undamaged. The axium prime pusher was found extending out of the phenom-17 hub. The pusher was found bent at several locations between ~88.0cm and ~110.0cm from the proximal end. Testing/analysis: the phenom-17 micro catheter total length was measured to be ~158.2cm and the usable length was measured to be ~151.4cm, which is within specification (specification: total (ref) = 156.5cm, usable: 150cm ± 5cm). The phenom-17 micro catheter inner diameter was measured to be 0.0165¿ at the distal end, which is within specification (specification: 0.017¿ ± 0.001¿). The inner diameter of the proximal end could not be measured as the pusher was found stuck within the proximal end and became damaged during the attempted extraction of the pusher. The catheter was cut to remove the pusher. The inner liner was found damaged within the micro catheter and found bunched up at ~15-17cm from the proximal end. Once extracted, the axium prime shield coil was found undamaged. The ptfe shrink tubing was found damaged (potentially caused during the attempt to cut/remove the device from within the phenom-17. The axium prime implant coil was already detached and reported to be implanted within the patient. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ and ¿coil resistance/stuck in catheter¿ were confirmed. The cause of the resistance was found to be the damaged inner liner occluding the micro catheter. Possible causes for catheter liner damage are high force deliver, devices not hydrated prior to use, continuous flush was not used during procedure, device advanced/retracted aggressively, or due to retracting the pusher against the reported resistance. Customer reported devices were prepared per IFU, and two coils were successfully deployed and detached prior to the resistance. Therefore, the likely cause of the inner liner damage and catheter resistance could not be determined. The micro catheter was found accordioned and the pusher was found bent, likely caused due to retracting against the reported resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a axium pusher was stuck in the phenom catheter. Phenom 17 was shaped as per the package insert. When the delivery wire was collected after the second coil detachment, the coil got stuck in the phenom 17 lumen, making it impossible to collect it. Attempts were made to remove the delivery wire again, but a strong resistance was felt, so the entire system was removed. Requested to investigate the lumen of phenom 17. After detachment of the coil, when the delivery wire was collected, the remaining parts of the coil (including the delivery wire) were stuck in the phenom 17 lumen. The embolization coil was successfully detached and placed in the aneurysm. The catheter was flushed as per instructions for use (IFU). The devices were prepared as per package insert. The patient was undergoing coil embolization. Vessel tortuosity was weak. No patient symptoms or complications were reported. Ancillary devices: fubuki xf8 fr guide catheter, intermediate catheter sofia 6fr additional information was received. The components of the coil was stuck in the phenom17. Additional information was received. The cause of the remaining coil stuck in phenom17 was not determined.